Manufacturer narrative:
The event date is approximate. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the flosser charger caught on fire. There was no report of patient harm or property damage. A potential hazard was identified.

Event description:
Product will not be returned to manufacturer for evaluation.

Manufacturer narrative:
Product was not returned to manufacturer for evaluation. H3 other text: device not returned to manufacturer.